Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during the drying process of the pt on the alenti chair the device tipped and the pt fell. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and stable. It has been established that the hygiene chair (alenti) was being used for pt handling at the time of the event and as a result contributed to the event. The device was put through a function test by the arjohuntleigh rep that visited the site. General condition of the device was estimated as good. Based on the inspection by our service technician, the unit met all requirements and passed inspection. It is also noted that the chair was equipped with y shaped fabric safety strap which was frayed and was recommended by the investigator to be replaced as that belt was not providing the best functionality with the new type of the chair with which the device was equipped after the chair replacement. The caregivers confirmed that seat belt was used during use with pt, but looking at the fact that the belts were from the older design they were not performing as intended with new type of the chair. Therefore were fully functional and because of that it was concluded that the device was not up to spec at the time of the event, despite not suffering any technical malfunction. It was likely that resident was not repositioned well in chair after a bath. And the belts which should remain the pt to sit in the correct way were not paying its role as being not suitable with the device. What clearly indicated that the IFU was not followed in the point: warning: "make sure the pt is sitting straight upright in the middle of the chair." Looking at the incident description it is possible that after taking the pt from the tub it was omitted to check if the pt was correctly positioning on the chair. During the procedure of drying/dressing it is important to put a big effort to control the pt positioning and movement. Possible that the attention was not put to the pt to make sure that pt is sitting in the upright position, the pt could lean on the side while dressing causing the device to tip. In conclusion - as stated by the customer facility also - a number of use errors caused the event, due to the caregivers not following the handling procedures described in IFU by wrong pt positioning on the chair and not paying attention of the if the pt remain sitting in upright position.

Event description:
It was initially reported by the customer. Pt was on the chair when the chair fell sideways. She was not fidgeting with the arm in place across her. One caregiver was drying her and the other was on the other side of the tub beginning to clean it. The lift toppled over sideways, spilling her to the ground. Device examination was performed by the technician visiting the site. All functions operating properly except for scale (battery).